Event description:
The reporter did meter to hcp meter comparison tests, side by side, within 10 minutes. Both tests were capillary. The results were 241 mg/dl on reporter's meter, and 100 mg/dl on the hcp meter (type unknown.) Reporter did not have any symptoms. A control test was in range. No harm was alleged.